Manufacturer narrative:
The icp express (826634) was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: customer failure was verified. The power control board, battery, and digital control board were replaced. The unit passed all operational and functional testing. Therefore, the complaint is confirmed. Root cause: component failure, which was confirmed in the failure analysis.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The facility reported the icp monitor was heating up while being charged. No patient injury reported.